Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Product ID: 3889-33, lot# v138334, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A little more than a month prior to the date of this report, it was reported the patient had trouble making adjustments with the patient programmer. The patient was unable to change the program. With assistance, the patient was able to change the program and the issue was resolved. It was confirmed that the patient¿s implantable neurostimulator (ins) was on. It was stated the patient experienced a loss of therapeutic effect and had not felt stimulation. The patient was not sure if therapy was on or working before, and was not sure for how long. They had experienced some relief, but were still using a catheter. It was reported the patient was catheterized ¿once a week and had 300cc in a week.¿ the patient was recently instructed by their healthcare provider (hcp) to try a different program. The patient was going to try program 3 setting for a week and discuss with their hcp. Information received as of the date of this report indicated the cause of the event was that the battery ¿stopped working.¿ a replacement was noted. It was stated the patient¿s vision had progressively gotten worse and they were unable to program it. It was unknown if hospitalization was required and the patient outcome was no injury.